Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "failure to unwrap". Additional information states that the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/ helium pathway. The fos yellow jacket cabling was cut near the iab bifurcate. The remaining length of the fos cable including the fos connector was not returned. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 12cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no fiber breaks were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "failure to unwrap" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the re-ported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "failure to unwrap". Additional information states that the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".